Manufacturer narrative:
A4: unk a5: unk a6: unk g4: this product is manufactured in switzerland but not marketed in the u.s. H6 - work order search: another similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (cataract). Due to the lens opacity (cataract), the lens was explanted. The problem was resolved. Cause of the event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.